Manufacturer narrative:
Date of event/therapy date was sometime in 2018. (B)(6). The device was received and evaluated for the reported event of cap coming off from the transfer set when package was received. The sample was received in an unopened pouch. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was conducted and the reported issue was verified as the blue cap was found to be loose in the pouch the transfer set was in. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap fell off from the transfer set before use in the package. There was no patient injury or medical intervention associated with this event. No additional information is available.